Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent pocket revision on (B)(6) 2023 due to the adaptors sticking out. Pocket was made deeper, and therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.